Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the bronchovideoscope tested positive for 10 colony forming units (cfus) in the operating channel and 1 cfu in the suction channel of unspecified contamination. The device was retested on december 8, 2025, and it tested positive for 14-16 cfus of staphylococcus aureus in the suction and operating channels respectively. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.